Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the dislodgement. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient was experiencing pns, and lead thresholds were increasing. Lead was found to be dislodged and was subsequently explanted and replaced. Should additional information become available, this file will be updated.